Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, anatomical conditions, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, interaction with accessory devices, damage to the catheter, patient anatomical morphology, patient disease state, interaction with previously placed stents or accumulation of blood or contrast. In this case, it is possible that the device may have interacted with the moderately calcified, heavily tortuous, 90% stenosed right coronary artery (rca) during advancement, as resistance was noted, causing the reported difficulty to advance. Further interaction with the challenging anatomy during positioning and inflation of the device may have contributed to the reported material rupture; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the distal left circumflex (dlcx) artery with moderate calcification and heavy tortuosity. After pre-dilatation with a non-abbott balloon, the 2.25x18mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, the sds initially failed to cross due the anatomy. Additional pre-dilatation was performed and the sds was able to be successfully advanced to the target lesion. The delivery system balloon of the sds was inflated; however, the balloon ruptured during the first inflation at 6 atmospheres (atm). Therefore, the sds was removed from the patient. A non-abbott stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.